Event description:
(B)(4).

Manufacturer narrative:
The customer has ordered a rental unit to replace this unit and intends to return this unit to the maquet depot for repair. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).